Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: implantable cardiac resynchronization therapy defibrillator (crt-d) d284trk, implanted: (B)(6) 2011. Product ID: implantable defibrillation lead, 694765, implanted: (B)(6) 2006. Product ID: implantable pacing lead, 457445, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary #analysis information -- 2013 (B)(6) 13:08:19, cst pli# 40, product ID# 419478, a proximal portion was received measuring 6 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately ten months post implant of the crt-d system. A cause of death was requested and not received.